Manufacturer narrative:
The following devices were also listed in this report: unknown howmedica trident psl cluster acetabular shell; unknown cat and lot. Unknown stem; unknown cat and lot. Unknown +0 c-taper alumina head; unknown cat and lot. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding an alleged "pain" involving an unknown trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: could not be performed as the subject device has remained implanted. -medical records received and evaluation:a review of the primary and revision operative reports and office notes by the consulting clinician indicated "on (B)(6) 2009 a revision of the left total hip arthroplasty femoral head and acetabular insert was performed for a diagnosis of a painful left hip, catching and clicking. The operative report describes general anesthesia and use of the previous incision. Scar tissue was noted around the neck and was excised. The report states the liner "looked fine ... Quite a bit of shuck". The liner was changed to a 36/0° x3 poly insert and the head was changed to a 36/0 lfit v-40 metal head. Uncomplicated surgery was described and the patient was subsequently discharged on (B)(6) 2009." {...}"on a visit of (B)(6) 2010 he complained of right hip pain. X-ray of the right hip was described as unchanged and the impression was noted to be "right hip flexor strain". He was to be treated with physical therapy and massage. There is no documented follow-up subsequent to this visit." "No patient demographics are given and no x-rays are available for review. There is no examination of the explanted components and no clinical or past medical history noted." "The complaints of "catching", "clicking", and "popping" of the left ceramic-ceramic hard bearing total hip arthroplasty resolved after revision to a metal-poly hard-soft bearing. The femoral component and acetabular shell were retained. The description of excessive "shuck" at revision surgery was the explanation for the clinical condition and was not related to faulty prosthetic manufacturing or material factors." -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event nor the exact cause of the reported pain could not be determined since the devices were not returned for evaluation and insufficient information was provided. A review of the primary and revision operative reports and office notes by the consulting clinician indicated {...}"on a visit of (B)(6) 2010 he complained of right hip pain. X-ray of the right hip was described as unchanged and the impression was noted to be "right hip flexor strain". He was to be treated with physical therapy and massage. There is no documented follow-up subsequent to this visit." "No patient demographics are given and no x-rays are available for review. There is no examination of the explanted components and no clinical or past medical history noted." If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2009 a primary right total hip arthroplasty was performed for avascular necrosis of the right hip." "On a visit of (B)(6) 2010 he complained of right hip pain. X-ray of the right hip was described as unchanged and the impression was noted to be "right hip flexor strain". He was to be treated with physical therapy and massage. There is no documented follow-up subsequent tot this visit."